Event description:
The user facility reported they had experienced a poor video image during a therapeutic upper gi procedure, where they reportedly could not see anatomical structures. The procedure was aborted, and it is unk if the pt was rescheduled for another procedure. There was no apparent user or pt injury reported.

Manufacturer narrative:
The device referenced in this report was forwarded to olympus for investigation. The reported phenomenon could not be duplicated, however, the image was noted to be slightly tilted. The cause of the user's experience could not be determined. The device has been serviced and returned to the customer.